Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked liquid crystal display window, cracked belt clip slot and cracked battery tube threads. The test infusion set and reservoir does not lock into place due to broken reservoir lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cracks on the module of the reservoir. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.